Event description:
It was reported that "while performing a total hip, the broach handle broke while hitting it with a mallot. Used another broach handle and proceeded with the case."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.